Event description:
It was reported by repair work order that the mattress had fluid ingress due to holes in mattress cover. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.